Event description:
It was reported that during a cori tka procedure, the camera kept disconnecting. After hitting "dismiss" the same disconnection error would appear. After dismissing the error roughly 10-12 times, the camera connected and remained that way for the duration of the case. This occurred during the beginning of the case prior to arrays being put in. They were able to resume without any issue.

Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part number rob10025, serial unknown and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. The cori surgical technique manual (500230) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. The most probable contributing factor to the reported failure is software-related issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.